Manufacturer narrative:
No patient information as no patient was involved in this concern. The software investigation found that the issue was related to camera positioning. The site has been trained on proper positioning. The software functioned as intended.

Event description:
A site representative reported an intermittent tracking problem. She said they were setting up for a spine case and had to replace the battery on the c-arm tracker. After replacing the battery, became intermittent on the c-arm and reference frame. A medtronic representative instructed her to restart the system, however, tracking continued to be intermittent; went over camera location and frame positioning and had the site rep adjust the frame and move the camera, at which point she was able to get green status on the frame and the c-arm tracker. The site rep then called back to report that she got red status again. She said that she is using the synergy spine software. When she would cover one of the spheres, she would get back to green status. Checked her geometry error, .3 for frame and .1 for c-arm tracker. The surgeon decided to use the c-arm 2d instead for the upcoming case. There was no patient present at this time.